Manufacturer narrative:
Based on the clinical assessment for this event, the reported type ia endoleak was found to be a type iiib endoleak of the cuff. The most likely cause of the reported type iiib endoleak was found to be device related due to the strata material. Procedure-related circumstances are not likely to have contributed to the event. Anatomical factors such as an off-label aortic neck was found to have likely contributed to the reported type iiib endoleak. There were no cautionary product use conditions that were found. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Based on the clinical assessment for this event, the most likely cause of the compromised stent graft integrity (stretched material) of the main body stent was found to be device related due to the loss of overlap between the main body and the vela cuff. Procedure-related circumstances were found to have not likely contributed to this event. Anatomical factors were found to have not likely contributed to this event. There were no cautionary product use conditions that were found. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
A bifurcated stent graft was implanted with a suprarenal extension to treat an abdominal aortic aneurysm. Patient returned for follow-up at approximately 5 years post-op, and the presence of a type ia endoleak was confirmed via an angiogram. A re-intervention is planned at a later date to treat the endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.